Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Other relevant device(s) are: product ID: 9733686, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when booting into the spine software, after selectin the surgeon and procedure, the software rebooted itself. It was noted cranial software does not have this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medtronic received additional information from a manufacturer representative that uninstalling and reinstalling the software fixed the issue. If information is provided in the future, a supplemental report will be issued.